Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during bolus delivery and the load process. Customer's blood glucose level was elevated. Customer indicated that a manual correction shot would be administered.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.